Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) h3 other text : device not returned to manufacturer.

Event description:
On 2nd november 2023 getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, column stopped sporadically and could no longer be operated with remote control nor control panel for a few minutes. There was no patient on the affected table when the issue occurred. However, malfunction led to a 20-30-minute delay in a scheduled procedure as the patient had to be reassigned to another room. According to initial information, only one out of four circuit boards in the battery cabinet light up with a red led and only one battery had 4v voltage. Following service visit on site, getinge technician discovered the batteries were not original. The batteries and defective charging voltage regulator were replaced. On 8th december 2023, additional information was received confirming the patient was already anestetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely operating table not responding to remote control or override panel due to battery and voltage regulator malfunction leading to the delay in surgery and prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, column stopped sporadically and could no longer be operated with remote control nor control panel for a few minutes. There was no patient on the affected table when the issue occurred. However, malfunction led to a 20-30-minute delay in a scheduled procedure as the patient had to be reassigned to another room. According to initial information, only one out of four circuit boards in the battery cabinet light up with a red led and only one battery had 4v voltage. Following service visit on site, getinge technician discovered the batteries were not original. The batteries and defective charging voltage regulator were replaced. On 8th december 2023, additional information was received confirming the patient was already anesthetized when the issue occurred. The incident was initially assessed as reportable due to operating table not responding to remote control or override panel due to battery and voltage regulator malfunction leading to the delay in surgery and prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification due to malfunction of the non-original batteries. The device was not being used for patient treatment when the malfunction occurred. The issue was discovered during preparation for the procedure. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code and h6 investigation findings fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 2nd november 2023 getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, column stopped sporadically and could no longer be operated with remote control nor control panel for a few minutes. There was no patient on the affected table when the issue occurred. However, malfunction led to a 20-30-minute delay in a scheduled procedure as the patient had to be reassigned to another room. According to initial information, only one out of four circuit boards in the battery cabinet light up with a red led and only one battery had 4v voltage. Following service visit on site, getinge technician discovered the batteries were not original. The batteries and defective charging voltage regulator were replaced. On 8th december 2023, additional information was received confirming the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely operating table not responding to remote control or override panel due to battery and voltage regulator malfunction leading to the delay in surgery and prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 2nd november 2023 getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, column stopped sporadically and could no longer be operated with remote control nor control panel for a few minutes. There was no patient on the affected table when the issue occurred. However, malfunction led to a 20-30-minute delay in a scheduled procedure as the patient had to be reassigned to another room. According to initial information, only one out of four circuit boards in the battery cabinet light up with a red led and only one battery had 4v voltage. Following service visit on site, getinge technician discovered the batteries were not original. The batteries and defective charging voltage regulator were replaced. On 8th december 2023, additional information was received confirming the patient was already anesthetized when the issue occurred. The incident was initially assessed as reportable due to operating table not responding to remote control or override panel due to battery and voltage regulator malfunction leading to the delay in surgery and prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem/positioning failure/1158 electrical /electronic property problem/battery problem//2885 corrected h6 medical device ¿ problem code: electrical /electronic property problem/battery problem//2885 electrical /electronic property problem/charging problem//2892 previous h6 investigation findings: results pending completion of investigation///3233.

Event description:
On 2nd november 2023 getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, column stopped sporadically and could no longer be operated with remote control nor control panel for a few minutes. There was no patient on the affected table when the issue occurred. However, malfunction led to a 20-30-minute delay in a scheduled procedure as the patient had to be reassigned to another room. According to initial information, only one out of four circuit boards in the battery cabinet light up with a red led and only one battery had 4v voltage. Following service visit on site, getinge technician discovered the batteries were not original. The batteries and defective charging voltage regulator were replaced. On 8th december 2023, additional information was received confirming the patient was already anesthetized when the issue occurred. The incident was initially assessed as reportable due to operating table not responding to remote control or override panel due to battery and voltage regulator malfunction leading to the delay in surgery and prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.